Manufacturer narrative:
The customer stated the system was up to date with its twice weekly and monthly maintenance. Qc was within the established ranges. The field service engineer (fse) cleaned the chloride port, and installed a new chloride tip. The fse replaced both sodium electrodes, and the modular chemistry sample probe.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by synchron lx I 725 clinical system for 6 patients. The results were not reported out of the laboratory. There was no effect to patient treatment.